Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), urticaria ("hives"), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding") and dysmenorrhoea ("painful menstrual cycles"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, urticaria and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("complications or problems that occurred at the time of your essure placement:my uterus was perforated"), pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and post procedural haemorrhage ("complications from essure removal procedure: internal bleeding") in an adult female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test" and medical device monitoring error "essure insertion and hydrothermal ablation performed on the same eday". Concomitant products included topiramate (topamax) since 2007 and zonisamide (zonegran) since 2007. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping),"), stress urinary incontinence ("bladder problem or changes /urinary problems or changes:stress urinar incontinence"), headache ("headaches"), allergy to metals ("nickel allergy") and uterine prolapse ("uterine prolapse"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and urticaria ("hives"). The patient was treated with surgery (vaginal hysterectomy), surgery (underwent a device removal procedure) and surgery (hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, post procedural haemorrhage, dyspareunia, abdominal pain, urticaria, migraine, dysmenorrhoea, stress urinary incontinence, headache, allergy to metals and uterine prolapse outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural haemorrhage, stress urinary incontinence, urticaria, uterine perforation, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results: cat scan: blood in the pelvis. Blood pressure: normal. Pulse was techy. Cbc : drop in her hand h. 1. Pelvic angiogram. 2. Uterine artery angiography x2. 3. Bilateral uterine artery embolization. Findings/impression: active extravasation noted within the distal branches of the left uterine artery. Successful bilateral uterine artery embolization performed. With bees of gel foam. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in an adult female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test" and medical device monitoring error "essure insertion and hydrothermal ablation performed on the same eday". Concomitant products included topiramate (topamax) since 2007 and zonisamide (zonegran) since 2007. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping),"), stress urinary incontinence ("bladder problem or changes /urinary problems or changes:stress urinar incontinence"), headache ("headaches"), allergy to metals ("nickel allergy") and uterine prolapse ("uterine prolapse"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and urticaria ("hives"). The patient was treated with surgery (underwent a device removal procedure) and surgery (hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the dyspareunia, abdominal pain, urticaria, migraine, dysmenorrhoea, stress urinary incontinence, headache, allergy to metals and uterine prolapse outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, stress urinary incontinence, urticaria, uterine prolapse and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, lot number added, event added as :- menorrhagia, stress urinary incontinence, headache, allergy to metal, uterine prolapse, medical device monitoring procedure not performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("complications or problems that occurred at the time of your essure placement:my uterus was perforated "), pelvic pain ("pelvic pain / pain"), menorrhagia ("abnormal bleeding (menorrhagia)") and post procedural haemorrhage ("complications from essure removal procedure: internal bleeding") in an adult female patient who had essure (batch no. 901335) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo essure confirmation test" and medical device monitoring error "essure insertion and hydrothermal ablation performed on the same eday". Concomitant products included topiramate (topamax) since 2007 and zonisamide (zonegran) since 2007. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), vaginal haemorrhage ("heavy vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping),"), stress urinary incontinence ("bladder problem or changes /urinary problems or changes:stress urinar incontinence"), headache ("headaches"), allergy to metals ("nickel allergy") and uterine prolapse ("uterine prolapse"). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), post procedural haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and urticaria ("hives"). The patient was treated with surgery (vaginal hysterectomy), surgery (underwent a device removal procedure) and surgery (hydrothermal ablation). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, post procedural haemorrhage, dyspareunia, abdominal pain, urticaria, migraine, dysmenorrhoea, stress urinary incontinence, headache, allergy to metals and uterine prolapse outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, post procedural haemorrhage, stress urinary incontinence, urticaria, uterine perforation, uterine prolapse and vaginal haemorrhage to be related to essure. Diagnostic results: cat scan: blood in the pelvis. Blood pressure: normal. Pulse was techy. Cbc : drop in her hand h. Pelvic angiogram. Uterine artery angiography x2. Bilateral uterine artery embolization. Findings/impression: active extravasation noted within the distal branches of the left uterine artery. Successful bilateral uterine artery embolization performed. With bees of gel foam most recent follow-up information incorporated above includes: on 21-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as uterine perforation, internal bleeding. Relevant lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.